Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of separation - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 10802688 lot number 22109302 was performed. The search showed that a total of (B)(4) units in (B)(4) lot number was built on 18oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd alaris smartsite gravity set the tubing was separated. There was no report of patient impact. The following information was provided by the initial reporter: mohawk medbuy (plexxus) has logged this issue/complaint internally in our system - your mohawk medbuy (plexxus) reference numbers are (B)(4). Please note that the manufacturer/supplier may request additional details and for the product to be return for investigation, if required. Incident date (B)(6) 2023, device part# smartsite gravity administration set, 10802688, lot /serial # (B)(6), expiry date: 2025-10-18, issue description quality complaint ¿ broken/damage (out of box), did not occur during patient use. 2 tubing ¿ no roller clamp 2 tubing ¿ came apart at fluid chamber occurrences 2.

Event description:
It was reported while using bd alaris smartsite gravity set the tubing was separated. There was no report of patient impact. The following information was provided by the initial reporter: mohawk medbuy (plexxus) has logged this issue/complaint internally in our system - your mohawk medbuy (plexxus) reference numbers are (B)(4). Please note that the manufacturer/supplier may request additional details and for the product to be return for investigation, if required. Incident date 15may2023 ¿ 18may2023. Device part# smartsite gravity administration set 10802688. Lot /serial # (B)(6). Expiry date: 2025-10-18. Issue description: quality complaint ¿ broken/damage (out of box) did not occur during patient use. 2 tubing: no roller clamp 2 tubing: came apart at fluid chamber occurrences: 2.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.